Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned cardiac arrhythmia diagnostic procedure was completed after the patient was moved to another room. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse investigated the system and found that all flat detector controller (fdc) status lights were off, and the nc power supply was not providing any output. The fse checked the log file which showed a message indicating that the fdc was not detected. The fse solved the issue by replacing the power supply unit. The returned part was analyzed, but no failures were found. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.